Manufacturer narrative:
Unit passed the self-test, a-21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, off no power test and excessive no delivery test. Unit received with high idle current due to faulty lcd driver. No failed battery test or battery out limit alarm noted. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had recurring battery alarms. Blood glucose level at the time of the incident was not provided. The customer stated that his health care provider inspected the insulin pump and requested that it be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.